Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that liquid was leaking from the lid of the drill device. The reporter stated that the leakage also occurs during washing of the device. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.